Event description:
The physician attempted arteriotomy closure using the closer s tsl 6 fr. Device following a ptca procedure. The pt was readmitted with infected groin. Returned to or in 2001. The infection was associated with a hematoma and cultures were positive for staph aureus. No antibiotics were given.